Event description:
This report is being filed upon notification from our x-ray MFR in other country to submit this incident that occurred. Problem: this pt had a mr exam. The pt was placed supine feet first into the magnet. The sense body coil was placed on the pt's right knee. The pt had the call bell. The pt stated she had dropped the call bell 30 minutes into the exam and that she was experiencing pain at that time. The mr tech was monitoring the pt and was unaware of any pt problems. The exam was performed and pt ended up with pink skin around the left shin. Pt was released but emailed back the next day complaining about the burn and blisters.